Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure.

Event description:
A report was received that the patient was frequently charging the ipg. Database analysis revealed that the patient was using a program with multiple areas which will use more energy and require more charging. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Sc-1110 (sn (B)(4)) device evaluation indicated that the battery depletion rate and sleep current were within the expected ranges when the device was turned off. The patient's charge profile revealed no anomalies. Since the device was manufactured in 2006, the battery may not be efficient to hold a charge. The device passed all the required tests and revealed normal device characteristics.

Event description:
A report was received that the patient was frequently charging the ipg. Database analysis revealed that the patient was using a program with multiple areas which will use more energy and require more charging. The patient will undergo an ipg replacement procedure.

Event description:
A report was received that the patient was frequently charging the ipg. Database analysis revealed that the patient was using a program with multiple areas which will use more energy and require more charging. The patient will undergo an ipg replacement procedure.